Event description:
It was reported that during a prostatectomy, the doctor found that the something protruded from the jaw. He checked the device outside the patient, the electrode protruded from the jaw. The zirconia damaged partially, but no fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the electrode detached from instrument and returned. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Due to the condition of the returned instrument, rf power delivery from the generator is not possible; therefore, no functional testing could be performed. It is possible that a replace light was noted during usage with the jaw damaged in this manner. This was not confirmed during complaint analysis. There is insufficient evidence related to what caused the bent jaw; a probable cause of the damage to the jaw would be not allowing thick and fibrous tissue to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.